Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have the roll input disk broken into piece inside the housing. As a result of the fully broken input, the instrument was non-intuitive. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the pitch and yaw directions and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The instrument was found to have a broken input disk which resulted in the instrument being non-intuitive. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the needle drive instrument was observed to not be moving correctly when it was docked. The procedure was completed with no reported injury.